Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. Date of event is an approximation. On approximately (b)(6) 2026 at 07:00 AM, the patient's parent reported calling Emergency Medical Services (EMS) due to suspected diabetic ketoacidosis (DKA) symptoms and a seizure. Earlier that day, the CGM reading was 41 mg/dL, while a fingerstick blood glucose (FSBG) reading was 248 mg/dL. Subsequently, the CGM displayed ¿Urgent Low,¿ while a FSBG reading was 370 mg/dL. The parent suspected DKA based on the seizure and low CGM readings; however, DKA was not medically diagnosed. EMS transported the patient to (b)(6). No treatment was reported during transport. Upon arrival at the Emergency Department (ED), the patient was administered insulin (unknown name, route, and dosage). No additional glucose testing prior to insulin administration was reported. Following treatment, the FSBG decreased to 200 mg/dL, while the CGM continued to display ¿Urgent Low.¿ Due to the continued discrepancy between the CGM and FSBG readings, the sensor was removed. The patient reported feeling normal and was discharged from the ED at approximately 10:35 AM. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the D and C zone of the Parkes Error Grid. The reported glucose values fall within the C zone of the Parkes Error Grid was taken at the hospital. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia and seizure.¿